Event description:
Physician that "if he can figure out how to make it work without making holes in the skin and causing devascularization with tissue sloughs, and a whole bunch of complications." Note" no other info is available at this time.